Event description:
It was reported that the catheter ruptured during contrast injection. No pt injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for eval.